Manufacturer narrative:
The explanted valve was returned to our facility and analyzed our quality control procedure. The valve was returned in sterile water, as recommended by our IFU. Visual examination : no marks are visible on the body, and no deposits are inside the valve. Functional control, the ability of the valve to perform as intended was tested. Circulation of aire and alcohol does remain possible. The rotation of the rotor was also verified : the test was conclusive. The operating pressure on low, second, high positions are higher than our specifications. These operating pressures out of specification are not the cause that the contrast product has not passed through the valve. Moreover, the user inform us that the valve is implanted in the chest zone, and the shunt type is ventriculo peritoneal . We can suppose that the obstruction is located in the catheter. Obstruction is a well-known side effects of derivation system which is widely discussed in the scientific litterature and described in our intruction for use. In conclusion, the problem could not be reproduce. The valve is not the source of the problem encountered.

Event description:
On (B)(6) 2017, contrast radiography was done to the patient because the doctor suspected a shunt occlusion. A contrast medium was injected through the reservoir of the ventricular catheter. It was observed that the medium didn't flow to the valve, but returned to the ventricle side. As a result of the inspection, the valve was explanted and replaced.

Event description:
On (B)(6) 2017, contrast radiography was done to the patient because the doctor suspected a shunt occlusion. A contrast medium was injected through the reservoir of the ventricular catheter. It was observed that the medium didn't flow to the valve, but returned to the ventricle side. As a result of the inspection, the valve was explanted and replaced.